Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called tandem technical support for assistance with completing the load process. Additionally, the customer reported receiving an inaccurate fill estimate. The customer was unsure of the number of the fill estimate that they felt was inaccurate; however, stated loading the cartridge with approximately 230 units of insulin. Tandem technical support educated the customer on the insulin gauge calculations of the pump. During troubleshooting with tandem technical support, the customer reported being unsure if there was a leak in the cartridge. The customer declined further assistance on the reported event, and requested to continue with the load process. The customer was able to complete the load process successfully without any alerts or alarms. The customer's blood glucose level was 230 mg/dl.